Event description:
The technician alleged the brake casters do not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and the brake steer caster to resolve the issue.